Event description:
It was reported that during device change out due to eri, externalized conductors were observed. The lead was evaluated and no electrical anomalies were observed. The lead remains implanted. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.